Event description:
The (B)(6) hospital warns of a dispute brought by a patient implanted with cartiva: 1st event: "on (B)(6) 2016, the patient suffered a microfracture of the left big toe, and, as ascertained through x-rays, a possible small cortical detachment at the base of the proximal phalanx of the first toe to be evaluated clinically." Treated by using footwear with a rigid sole. Subsequently, in 2019, an MRI scan of the right foot emerged from the exponent: "arthrotic notes at the level of the metatarsophalangeal joint of the first ray with small exostoses resulting from a known partial detachment." "Cheilectomy/cartiva" surgery was suggested for "painful/stiff big toe on the left foot", set for (B)(6) 2019. Following the post-operative course, characterized by a persistence of pain, ascertained during the tests carried out, it was the need for new surgery was identified, again at the busto arsizio hospital, for "mobilization of the left big toe joint". Carried out on (B)(6) 2020. 2nd event: (reported under (B)(4)) this last intervention, as documented by subsequent specialist investigations, had no effect on overcoming the condition that emerged on the left limb and the big toe undergoing surgery, thus making it necessary to contact another specialist who, on (B)(6) 2020, certified the presence of a condition of postoperative stiffness of the left big toe. Recommending review with fgt/swanson /newprime. Condition of pain and complete stiffness in the first radius of the left foot. A worsening situation compared to what was initially complained about, i.e. The presence of a small nodule on the left big toe which, although painful, was not in any way compromised in the ability to move. There was also, over time, the onset of painful punctiform paresthesias in the other toes, with the formation of plantar calluses between the third and fourth rays, which further affect their functionality."

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
(B)(6) hospital warns of a dispute brought by a patient implanted with cartiva: 1st event: "on (B)(6) 2016, the patient suffered a microfracture of the left big toe, and, as ascertained through x-rays, a possible small cortical detachment at the base of the proximal phalanx of the first toe to be evaluated clinically." Treated by using footwear with a rigid sole. Subsequently, in 2019, an MRI scan of the right foot emerged from the exponent: "arthrotic notes at the level of the metatarsophalangeal joint of the first ray with small exostoses resulting from a known partial detachment." "Cheilectomy/cartiva" surgery was suggested for "painful/stiff big toe on the left foot", set for (B)(6) 2019. Following the post-operative course, characterized by a persistence of pain, ascertained during the tests carried out, it was the need for new surgery was identified, again at (B)(6) hospital, for "mobilization of the left big toe joint". Carried out on (B)(6) 2020. 2nd event: (reported under (B)(4). This last intervention, as documented by subsequent specialist investigations, had no effect on overcoming the condition that emerged on the left limb and the big toe undergoing surgery, thus making it necessary to contact another specialist who, on (B)(6) 2020, certified the presence of a condition of postoperative stiffness of the left big toe. Recommending review with fgt/swanson /newprime. Condition of pain and complete stiffness in the first radius of the left foot. A worsening situation compared to what was initially complained about, i.e. The presence of a small nodule on the left big toe which, although painful, was not in any way compromised in the ability to move. There was also, over time, the onset of painful punctiform paresthesias in the other toes, with the formation of plantar calluses between the third and fourth rays, which further affect their functionality."